Event description:
A pt reported blood glucose results of 159 mg/ml and 114 mg/dl with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed and the result fell within specifications. A walk through test was performed with a 3% variance.